Manufacturer narrative:
The insulin pump was unable to perform the displacement test due to a completely broken reservoir tube lip noted. The p-cap did not lock into the reservoir compartment properly due to the completely broken reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose was 400 mg/dl at the time of the incident. Customer reported via phone call that the reservoir unable to lock into place. Customer states that the lip of reservoir was broken off. The insulin pump will be returned for analysis.